Event description:
After approx 1 hr 25min of inset treatment, pt was found unresponsive and cyanotic with blood noted on the floor. After further evaluation, it could not be determined if the luer-lock connection on the venous bloodline was properly secured to the venous limb of the catheter. Pt has a rt intrajugular catheter access. -pt was intubated and transported to the hosp with CPR in progress. The catheter continued to be used at the hosp without problems.